Event description:
The customer received questionable troponin t results from the cobas h232 meter serial number (B)(4) for one patient. The troponin t results were high (500-600). Units of measure were requested, but were not provided. The same day, the patient was sent to the hospital for observation and two new samples were analyzed using a cobas 6000 analyzer. The results were normal. No specific result data was provided. Information concerning which result was reported outside the laboratory and if the patient was adversely affected was requested, but was not provided. The h232 meter was replaced.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. The h232 meter involved in the event and roche cardiac t quantitative test strips of lot 28154310 were provided for investigation. Retention material of strip lot 28154310 was measured on the cobas h232 from the customer and on a qualified cobas h232 with several samples. These results were compared to the results from a roche elecsys 2010 analyzer. Returned customer strips were also tested. All results were within acceptable ranges.